Event description:
This procedure was performed. The stent partially deployed, but then locked up. The sheath was severely kinked and would not allow full deployment. The interventional radiological technologist pulled a little firmer and a section of the stent tore apart. The guide wire was wrapped on stent section and removed with a snare. The vessel is reported as calcified. Add'l info rec'd on may 16, 2007 from site: the pt went to the or and had the remaining stent and guide wire removed, placed in a specimen cup and sent to the lab. Under radiography assistance it was determined that all foreign body was removed.